Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: sd900.005, lot #: me21-bog-zox. DHR was performed and the device met specifications. Three nc were identified in the DHR but are not related to this complaint condition. Investigation summary: a manufacturing investigation was conducted by the legal manufacturer. Design review: for this complaint, only the guide design and production steps will need to be reviewed. During the investigation, the steps which could influence the strength of the splint were reviewed. No issues were found with the design of the guide. The splint did break on the weakest location (based on thickness analysis), but the splint still met the specifications. The weaker and stronger parts of the splint depend on the occlusion and planning determined by the surgeon. The production process did not reveal any issues as all steps were done correctly. It could be that the splint already got damaged slightly during post-processing or shipment but as this cannot be confirmed, no root cause could be determined. The device met specifications but did not work as intended as it broke early. The CAPA was initiated as a proposed action. Further investigation will be done in the CAPA. Conclusion: the complaint condition could be confirmed for the pat spec-instr+plann kit-midface rec w/n. No definitive root cause could be determined. Since there were multiple splint breakages, the legal manufacturer: initiated a CAPA and further investigation will be done. Additionally, johnson & johnson has initiated the a nc to track the CAPA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the final splint snapped while the patient's jaw was wired. One piece stayed in the mouth and the other piece flew out from the mouth out of the sterile area. This occurred while cutting the wire, the splint was not cut. The surgery was completed with a five (5) to ten (10) minute surgical delay. Concomitant devices: unk: cable/wire (part# unknown; lot# unknown; quantity: unknown), unk: cutting instruments (part# unknown; lot# unknown; quantity: unknown). This report is for one (1). This is report 1 of 1 for (B)(4).